Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified right coronary artery (rca) that was 80% stenosed. The vessel was pre-dilated with an unspecified balloon and stented with a 3.0x28mm xience prime at 16 atmospheres. Fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was treated with another xience prime. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.